Manufacturer narrative:
The investigation for the reported access site bleeding and thrombocytopenia has been completed. The root cause of the access site bleeding could not be determined as insufficient clinical details were provided. The root cause of the thrombocytopenia could not be determined as insufficient clinical details were provided. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. During support, patient had bleeding and thrombocytopenia. The physician asked for systemic heparin drip to be held for three hours for bleeding at site. The patient was also heparin induced thrombocytopenia (hit) positive, so sodium bicarb was added to the purge solution. Additional information noted that the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.